Manufacturer narrative:
During the investigation of the device captured in this vmsr, it was determined the catalog number was incorrect. The incident is now captured on MFR report # 0001831750-2020-00219.

Event description:
This report summarizes 0 malfunction event, where it was reported the device dropped/collapsed. There was patient involvement; however, no adverse consequences or clinically significant delay in treatment were reported.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the device dropped/collapsed. There was patient involvement; however, no adverse consequences or clinically significant delay in treatment were reported.